Event description:
This ureteral stone retrieval basket became lodged in the patient's kidney during a therapeutic stone retrieval procedure. The handle of the device was cut to facilitate withdrawal of the scope. The patient was then transferred to another facility and underwent external shock wave lithotripsy (eswl) the following day for stone fragmentation and basket withdrawal. The basket was withdrawn from the patient following fragmentation of the stones without incident. The patient's current status is very good.